Manufacturer narrative:
B3 event date: estimated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. It was also noted that his urine stream had decreased to a dribble. He noted that his device had recently stopped working. The pump feels extremely hard and will not depress. The patient presented at his clinic and was directed to go to the emergency room (ER) as he could not be seen in clinic for a month. The patient services consultant discussed potential device deactivation and also referred him to the ER due to possible urinary retention. No additional patient complication were reported.

Manufacturer narrative:
B3 event date: estimated. Correction to block d4. Block d6a.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. It was also noted that his urine stream had decreased to a dribble. He noted that his device had recently stopped working. The pump feels extremely hard and will not depress. The patient presented at his clinic and was directed to go to the emergency room (ER) as he could not be seen in clinic for a month. The patient services consultant discussed potential device deactivation and also referred him to the ER due to possible urinary retention. No additional patient complication were reported.